Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while connecting the needle to the patient line when using a bionnector attached to the tip of the hubber needle, the bionnector split in half, causing the contrast injection to spill all over the scan room floor. There was unknown patient involvement and unknown harm reported.